Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, physician passed the suture through the ssl and upon placement physician didn't like the position of the suture and went to pull the suture out and the bullet (pellet) detached from the suture. At this point they confirmed that there was no bullet on the end of the suture. The bullet (pellet) was never found. The physician continued the case using 7 additional sutures and completed the surgery successfully.